Manufacturer narrative:
(B)(4).

Event description:
During the index procedure, the patient had one endeavor resulote drug-eluting stent implanted in the rca. It is reported that approx 50 months post index procedure, the patient suffered an mi. Four days later, one resulote integrity drug-eluting stent was implanted in the lcx. Investigator has assessed that the event was not related to the study device. The patient recovered. It is reported that approx 54 months post index procedure, the patient suffered stent thrombosis and an nstemi and underwent target vessel revascularization one day later. One resolute integrity drug eluting stent was implanted in the rca. Investigator has assessed that the event was definitely related to the study device. The patient recovered. Approximately 58 months post the index procedure, a cardiac event occurred and the patient expired. The date of death and cause of death are currently unknown. The event was not assessed for relatedness with the study device.

Event description:
Cause of previously reported death was congestive heart failure. Date of cardiac event changed and occurred 10 days prior to that previously reported. Resuscitative effort was carried out. The investigator indicated that the event was possibly related to the study device.